Event description:
While implanting the 6.5x25mm screw, the head of the screw sheared off. The surgeon noted that the pt's bone was very hard. This same problem was noted in MDR 2014-00070. The surgeon was not able to remove the screw from the pt but the piece which broke off was removed. Surgery successfully completed.